Manufacturer narrative:
Typically, conjunctival / scleral burns resolve within 24 to 48 hours. Therefore, unless either medical intervention or permanent impairment are reported, scleral burns are not deemed a serious adverse event, because scleral burns typically: do not result in life-threatening illness or injury, do not result in permanent impairment of a body structure or a body function, do not require hospitalization or prolongation of patient hospitalization, do not require medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function.

Event description:
It was reported to iridex that while using the g-probe rfid laser delivery device, the patient experienced conjunctival burn. No permanent impairment was reported to iridex, and no medical intervention associated with the burn was reported to iridex. Replacement g-probes are being sent to the customer. The defective probe is not available at the customer and won't be returned to iridex. Additionally, it should be noted that probes are not serviced by iridex since they are single use and if the probes are used during treatment, it is recommended to dispose them as they become biohazard. No issues regarding the laser console being used during the treatment were reported to iridex. The reported settings used for treatment were consistent with the IFU (40-second passes per hemisphere; power: 1250 mv). No permanent impairment was reported to iridex, and no medical intervention associated with the burn was reported to iridex. As per the IFU, following are the recommendations for treatment purpose - "keep the g-probe tip clean to minimize the risk of burns to the ocular surface. If the tip becomes dirty during the procedure, clean it gently with an alcohol swab. If a scleral burn occurs, discontinue use and replace the g-probe immediately. The g-probe is a single-use product. Contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns." The instructions for use (IFU) warn users that contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns. Since this risk is already identified in the IFU, and laser treatment inherently involves the application of heat to eye tissue, scleral burns are expected side effects of laser treatment. While the event is not classified as serious because scleral burns typically resolve on their own within 24 to 48 hours, iridex will nonetheless proceed with reporting this event to the FDA.